Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug (concentration and dose also unknown) via an implantable pump for non-malignant pain and peripheral neuropathy. It was reported on (B)(6) 2017 that the patient had mris (magnetic resonance imaging) and the logs showed motor stall and recovery messages. No symptoms were reported. It was noted that the patient had epilepsy and had seizures. The date of the event was asked but unknown. No further complications were reported or anticipated.